Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that one of the patient¿s ¿had this done 5 times, every 2 years.¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead

Event description:
Information was received from a consumer regarding other patients who had implantable neurostimulators (inss). It was reported that they had "talked to others who have had this done multiple times", which appears to be referring to defective leads and surgical lead replacement. No further information was provided regarding the other patients. No further complications were reported.